Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. It was reported that the customer was hospitalized for diabetes ketoacidosis. The mother of the customer reported a motor error alarm from the insulin pump. It was reported that the customer has already disconnected from the insulin pump and was on a back-up plan. It was reported that the insulin pump was not dropped or bumped. It was also reported that the insulin pump was not exposed to any strong magnetic field. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.